Event description:
There was an allegation of questionable results from coaguchek xs meter (B)(6). At 19:00, the result from the laboratory using an unknown reagent was 4.39 inr. At 21:00, the result from the meter was 3.3 inr. The therapeutic range was 2.5-3.5 inr. And the customer tests once a week.

Manufacturer narrative:
The returned test strips were measured with the returned meter with a high-level control sample: target range: 2.6-3.2 inr. Test 1: 2.9 inr. Test 2: 2.8 inr. Test 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. The patient was taking antibiotics during the affected time frame when the comparison to the lab took place. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. As long the patient is under the therapy with antibiotics the coagulation should be measured with a different method. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."e3 - occupation was patient/consumer.